Manufacturer narrative:
D9, h3 h3 other text : device not returned.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported, that the device overheated during a procedure. The procedure was completed successfully without a surgical delay. No adverse consequences or medical intervention were reported.